Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas 6000 c 501 module. On (B)(6) 2023, patient 1 had an initial na result of 173 mmol/l. The repeat result was 138 mmol/l. The repeat result was deemed correct. On (B)(6) 2023, patient 2 had an initial na result of 165 mmol/l. The repeat result was 134 mmol/l. On (B)(6) 2023, patient 3 had an initial na result of 200 mmol/l. The repeat result was 139 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer replaced the na, k, and cl electrodes, a pinch valve, and a broken spring in the rinse station after the initial event. The field service engineer (fse) found a hole in a tube in the rinse station. The fse replaced all of the rinse station tubing and a solenoid valve. The investigation determined that the issue found by the field service engineer was the root cause of the event. The service maintenance actions performed by the fse resolved the issue.